Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (1 mg/ml at .36 mg/day) and dilaudid (2 mg at .727 mg/day) via an implantable infusion pump. It was reported that the pump was ¿free floating¿ and not tacked down. On (B)(6) 2021 the hcp revised and resutured down the pump. It was moved more laterally and added a envelope. No falls or issues were mentioned. A dye study was performed and no issues were found.